Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), there was undersensing and high th resholds observed after several implant attempts. The device was removed and examined, and there was a slight kink noticed near the curvature of the delivery system, which was just proximal to the cup. After the system was flushed, the physician made another attempt to implant, and commented that it was more difficult to deploy the device. The system was removed once again, and a more pronounced kink observed in a similar location as the first. The physician requested a new system to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the flat wire (wire mesh) was found protruding from the delivery system outer shaft. The delivery system outer shaft was bent with the delivery system inner shaft was mechanically kinked/bent. The articulation curve of the delivery system did not meet specification and articulation was out of plane. Visual analysis of the delivery system observed blood on the sheath and delivery system damaged during use. The analyst noted that the delivery system was returned with the device attached. Visual inspection the flat wire (wire mesh) was found protruding from the delivery system outer shaft near the proximal end of the sheath. One kink was found on the outer shaft 5.2 cm from the distal end of the shaft. Curve could be applied but did not meet specification of 120 degrees and the distal shaft appeared to be out of plane. Observation of the handle found blood on the top surface of the handle, around the tether lock knob and the bottom back surface of the handle. Additionally, the device deployment button was found in the locked position and the tether retaining pin was not placed in the handle but was hanging from the tether line. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.